Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal pregnancy in august 2012 and parity 2. Concomitant products included morphine. In 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("heavy menstrual bleeding"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain of (B)(6)"), hypertension ("high blood pressure"), musculoskeletal pain ("muscle and joint pain"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), gastrointestinal motility disorder ("disturbed intestinal transit"), colitis ("colitis"), pain ("the pain made me cry"), swelling ("swelling") and dyspnoea ("shortness of breath"). The patient was treated with surgery (removal of the inserts with ablation of the uterine tube and uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, fatigue, weight increased, hypertension, musculoskeletal pain, disturbance in attention, amnesia, gastrointestinal motility disorder, colitis and pain outcome was unknown and the swelling and dyspnoea was resolving. The reporter considered allergy to metals, amnesia, colitis, disturbance in attention, dyspnoea, fatigue, gastrointestinal motility disorder, hypertension, menorrhagia, musculoskeletal pain, pain, swelling and weight increased to be related to essure. The reporter commented: her request to be hospitalized for essure removal. Case retrieved in laypress. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to nickel consultations with a cardiologist and a pneumologist were not conclusive. She was followed by a nutritionist, but nothing came of it. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 24-aug-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 292 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 17-aug-2017: after internal review, event "in aug-2012 (prior to insertion) patient lost one tube" was deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergic to nickel") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "in (B)(6) 2012 (prior to insertion) patient lost one tube" in 2012. The patient's past medical history included tubal pregnancy in (B)(6) 2012 and parity 2. Concomitant products included morphine. In 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("heavy menstrual bleeding"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain (B)(6)"), hypertension ("high blood pressure"), musculoskeletal pain ("muscle and joint pain"), disturbance in attention ("difficulty concentrating"), amnesia ("memory loss"), gastrointestinal motility disorder ("disturbed intestinal transit"), colitis ("colitis"), pain ("the pain made me cry"), swelling ("swelling") and dyspnoea ("shortness of breath"). The patient was treated with surgery (removal of the inserts with ablation of the uterine tube and uterus on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, fatigue, weight increased, hypertension, musculoskeletal pain, disturbance in attention, amnesia, gastrointestinal motility disorder, colitis and pain outcome was unknown and the swelling and dyspnoea was resolving. The reporter considered allergy to metals, amnesia, colitis, disturbance in attention, dyspnoea, fatigue, gastrointestinal motility disorder, hypertension, menorrhagia, musculoskeletal pain, pain, swelling and weight increased to be related to essure. The reporter commented: her request to be hospitalized for essure removal. Case retrieved in laypress. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to nickel consultations with a cardiologist and a pneumologist were not conclusive. She was followed by a nutritionist, but nothing came of it. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 21-aug-2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 291 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 17-aug-2017: patient information, essure start date, stop date and indication added. The events high blood pressure, heavy menstrual bleeding, muscle and joint pain, fatigue, difficulty concentrating, memory loss, disturbed intestinal transit, colitis and weight gain (B)(6), the pain made me cry, allergic to nickel, swollen, short of breath and in (B)(6) 2012 she lost one tube were added. Case upgraded to incident. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.